Event description:
It was reported that the customer received an altitude alarm. Reportedly, the speaker vent was occluded with super glue. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The device has been received for evaluation. However, the evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.